Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 267 mg/dl at the time of incident. Customer was assisted with troubleshoot. Customer was able to complete rewind. The insulin pump will be returned for analysis.